Event description:
It was reported that the ibed was not alarming due to foot right and left side rail switch being bad. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.